Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic selective varices devascularization (esvd) procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, the bands could not be deployed normally. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good-faith efforts.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic selective varices devascularization (esvd) procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, the bands could not be deployed normally. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on february 21, 2024: it was noted that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, it was found that the ligator housing was returned with the three bands still attached to it and the ligator housing teeth were bent. The handle had evidence that the trip wire was secured into the handle slot. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the three bands were still attached to the ligator housing, and the ligator housing teeth were bent. It is possible that this problem might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands. Perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, affecting the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
E1 (initial reporter address, initial reporter city and initial reporter zip/postal code) have been updated based on the additional information received on february 21, 2024. Block e1 (initial reporter facility name): (B)(6) hospital. Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic selective varices devascularization (esvd) procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, the bands could not be deployed normally. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on february 21, 2024: it was noted that there was no difficulty experienced upon setting up the device.